Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that she had a motor error alarm. Customer's blood glucose was 180 mg/dl at the time of the incident. Customer would go to rewind and try again but she kept getting a motor error when reaching the fill cannula step. Customer had a motor position encoder error alarm and a motion sensor test failure alarm. Customer declined to troubleshoot for the alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer stated that she has plenty of back-up plan supplies to last.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.